Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was unknown when paramedics arrived. Customer stated that his insulin pump was exposed to an x-ray because he had the insulin pump on during this procedure. Customer also stated that he had emphysema and he is taking steroid and his blood glucose elevated while he was taken the medicine. Nothing further was reported.